Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown radial head/unknown lot number. Explanted date: not explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted initially with radial head prosthesis system on (B)(6) 2015 to treat the radial head fracture, dislocated elbow and torn ligaments with no issues during initial surgery. Postoperative x-rays taken on (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016 (exact dates are unknown) revealed that patient¿s implanted radial head is loosening. It is shifting away from the bone. Patient is not experiencing any pain and not impairing any movement. Patient stated he has pretty good motion of the arm. Surgeon advised patient to replace the device. As per surgeon leaving the device as it is a risk because the bone is more fragile and could mean a catastrophic break if he were to fall and break it again. At this point patient is at ¿wait and see¿ stage as it doesn't hurt and motion is good. Patient doesn't think the revision surgery will be done in short term time unless it starts hurting. This complaint involves 1 device. Concomitant device reported: radial stem (part number unknown, lot number unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: radial stem (part number unknown, lot number unknown, quantity 1).